Event description:
Pdc received a call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 between 9am-10am. Pt ((B)(6) stated that she had no symptoms only that the meter was reading high. At the time of the event prodigy meter was reading 520mg/dl. Pt tested blood level again and meter read 507mg/dl. Pt's friend drove her to ER and arrived at ER 30 minutes later. Pt's blood was tested again at ER and read 147mg/dl. No further blood testing was done. Pt's stay at ER was 3 hours. Pt stated that her normal blood glucose reading is 105-120mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.